Manufacturer narrative:
Calibration data was acceptable. The sample centrifugation time was shorter and the speed was higher than recommended by the tube manufacturer. The field service engineer determined the dilution bath was chipped and vacuum nozzle tubing was not flowing well allowing for over dilution of samples. The mixer and vacuum nozzle tubing were replaced. Nozzles were replaced as a precaution. Calibration and an ise check were performed and passed. Precision studies recovered within guidelines. Quality controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, the k electrode, and the cl electrode on a cobas 8000 ise module. The sample initially resulted in the following values: na = 117 mmol/l, k = 3.9 mmol/l, cl = 89 mmol/l. The sample was repeated on a second analyzer, resulting in the following values: na = 140 mmol/l, k = 4.6 mmol/l, cl = 106 mmol/l.